Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the generator batteries were not holding a charge. Replaced all 38 batteries, system is ready to use. The replaced batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while the imaging system was being driven down the hallway, the batteries were not holding a charge. There was no patient present when this issue was identified. No additional details were provided.